Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer called in regarding suction with drydoc using female wicks. Customer said she went through lots of t/s and also spoke with the nurse line regarding placement, and the suction is too strong on the dry doc notified customer that there was no way to turn down suction strength. It's unclear if lot number was requested. Used with female wicks. Unclear if medical intervention was provided. No additional information provided.